Event description:
It was reported that the subject device had scope communication error (b30). The issue was found during sedation for egd (esophagogastroduodenoscopy) diagnostic procedure. The procedure was completed with an olympus back-up device. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed, no problem detected. Based on the results of the investigation, the technician was unable to duplicate the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.